Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 450mg/dl customer stated that they programmed the pump to deliver 16u and the pump did not alarm with no insulin. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and audio or beep anomaly noted. Device received with cracked battery tube thread noted. (B)(4).